Manufacturer narrative:
On 26-may-2021, the suspected medical device was returned for evaluation. On 7-jun-2021, mentor received additional information regarding the patient's symptoms and procedure. The patient experienced bilateral breast discomfort due to her implants being too big and heavy for her body. The patient underwent a revision breast augmentation with the complaint device. On 13-jun-2021, the investigation on the suspected medical device was completed. Investigation summary : mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional symptoms regarding the patient¿s symptoms and revision surgery. The patient experienced device migration, breast ptosis, and asymmetry. It is currently unknown if the patient experienced bilateral or unilateral device migration. At the time of this report, it is reported as right. The patient underwent bilateral removal and replacement with two 300cc mentor memorygel breast implant prostheses (catalog #: 3503001bc, left serial #: unknown, right serial #: (B)(6). The left-sided replacement serial number was reported as (B)(6). However, the lot number (94546491) has an extra digit and seems to be incorrect. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with a 790cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021.